Event description:
It was reported that there was ordinary placement and securement of port needle by an experienced nurse. Nothing strange during the needle procedure, nurse went out and patient took a rest in bed, laying on her back. When the nurse came back, the intravenous infusion had gone subcutaneously.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.